Event description:
A customer contacted baxter (B)(6) regarding a leak from a cassette. Per the home patient (hp), the registered nurse (rn) told the hp to set up with new supplies because one of the supply bags had lost solution, per hp does not have an unused line. The technical service representative (tsr) assisted with ending therapy. There was patient involvement, but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a leak in a cassette was not confirmed and the root cause could not be determined.